Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an increase in defibrillation impedance was noted on the right ventricular (rv) lead. Technical support was contacted and suspected the rise in impedance was due to physiological factors. The impedance returned to normal once the patient presented in clinic, therefore, no intervention was performed. The patient was stable and will continue to be monitored.